Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced infection. In regards to the allegation of infection, the warning section of the instructions-for-use states " if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 5 years 2 months post implant of perfix plug, patient had infection, adhesions, abscess, hernia recurrence and underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence, adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2006 - the patient underwent surgery for repair of a right inguinal hernia, a perfix plug was implanted to repair the hernia defect. (B)(6) 2012 - the patient underwent an additional surgery to remove the defective perfix plug, which allegedly failed and was infected. The attorney alleges the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and severe and permanent injury. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug. Per operative notes, ¿a large indirect hernia sac was identified, and the sac contents were reduced. A large perfix plug was sutured in place and the floor was found to be intact.¿ (B)(6) 2012 - patient was diagnosed with incarcerated recurrent right inguinal hernia, abdominal wall abscess, perforated appendicitis and infected inguinal perfix plug thereby underwent laparoscopic repair with the removal of mesh. Per operative notes, ¿dense adhesions to the right lower quadrant at the site where a mass was palpated, and it was felt this was a recurrent right inguinal hernia with incarcerated fat. This did appear to be omentum being adhesed in this area and it was dissected. Entered an abscess in the right lower quadrant abdominal wall with turbid and purulent fluid. On further exploration of this abscess cavity, there was noted to be mesh involved which appeared to be marlex (perfix plug). This mesh was carefully removed from the abdominal wall. When the mesh had been completely removed, the omentum and appendix were freed from the right lower quadrant abdominal wall and did not appear to have a recurrent hernia.¿ attorney alleges that the patient had abscess, adhesions, pain and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced infection. In regards to the allegation of infection, the warning section of the instructions-for-use states " if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2006 - the patient underwent surgery for repair of a right inguinal hernia, a perfix plug was implanted to repair the hernia defect. On (B)(6) 2012 - the patient underwent an additional surgery to remove the defective perfix plug, which allegedly failed and was infected. The attorney alleges the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and severe and permanent injury.